Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a polaris screwdriver was broken in the surgery. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correct previously reported information. The complaint is confirmed for one (1) of one (1) returned polaris 5.5 multiaxial screw inserter (pn 14-500185) for the failure of a fractured tip. The severity of this event is 0 (rmr-00090). A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in etm-00427. Labeling was reviewed in this etm and found to be adequate. This device is used for treatment. No medical records were provided with the complaint. Inspection: the item number and lot number printed on the device match information stated in the complaint file. Visual inspection of the device reveals that the tip of the product has been twisted and fractured. The complaint is confirmed. Screwdriver tip fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history see etm-00427 for a review of the complaint history for this issue. Potential root cause as this failure is regularly occurring with known causes and impacts, a more thorough investigation has been documented and can be found in etm-00427 (see attached). This evaluation provides a full analysis of potential causes based on testing performed by the engineering department, a review of the IFU and stg, as well as an analysis of the failure rates, severities and overall risk evaluations based on rmr-00090. As this etm is being referenced, the failure that has occurred in this event does not exceed the severity identified and is associated with the failure being assessed in the etm. Per the etm, screwdriver tip fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw. Corrective/preventive action no corrective or preventive actions are recommended. Recall and product hold search "mm03" and "msc3n" searches were conducted in sap for pn 14-500185 and ln pz19c for any active holds or recalls. No active holds or recalls were found. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a polaris screwdriver was broken in the surgery. There were no reported patient impacts.